Event description:
It was reported that the item is not working correctly, blood keeps leaking out; there is no stopping mechanism. No additional information.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Two boxes of mx452fl with 50 pc each box were received. All 100 pc of mx452fl were received unopened. The samples described on the complaint were not received. Ten units, five from each box, were tested per internal procedures. The tests performed were pull test, air test, and leak test. All units passed all tests per specification. Unable to reproduce the fault listed on the complaint description. No fault found with the device. The cause of the reported problem could not be determined. Review of DHR shows there were no non-conformances written during the manufacturing of the device.